Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery, the customer's blood glucose (bg) level was 189mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect for any cannula damage. The customer reconnected the infusion tubing to the infusion set site and successfully delivered a correction bolus. Reportedly, there was an abrupt temperature change to the pump prior to the occlusion alarm occurring. Tandem technical support advised the customer to allow the bolus to fully deliver prior to returning the pump against the skin in order to prevent abrupt temperature changes to the pump.